Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "implant exchange with no complaint against the device". Healthcare professional later confirmed the event "exchange with no complaint against the device". Later healthcare professional reported "rupture". This record is for the right side. The device was explanted and replaced.